Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during monthly inspection the cardiosave intra-aortic balloon pump (iabp) failed in the safety disk leak test. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had found safety disk leakage test failed . A getinge field service engineer evaluated and rplaced safety disk (d202-00-0140) on unit. Functional check according factory specifications. Machine ready for sending out to customer. No patient involvement, the defective components were received for further investigation. The failure analysis and testing department received safety disk. This part was received with a reported unit failure message of failed leak tests. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department verified the failure of membrane diff pressure leak tests with result of 11 mmhg, the factory specification is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.